Manufacturer narrative:
H4 - device MFR date: left blank as the date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump cassette would not lock and that a downstream occlusion seal was open. The event occurred during pre-test. There was no patient involvement and harm.